Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented over merlin.net via transmission after receiving a patient notifier for high, out of range, high voltage lead impedance. Patient presented in clinic for further assessment. X-ray showed externalized conductors. The lead was explanted and replaced. Patient condition is fine.